Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, lot#: unk, ubd: unk, UDI#: unk. Product ID: 9735824, lot#: unk, ubd: unk, UDI#: unk. Product ID: 9735825, lot#: unk, ubd: unk, UDI#: unk. A medtronic representative visited the site to evaluate the equipment. After the failure on the system, the rep tried the flat emitter and break out box on the sites other system and got the same issue. Both systems eventually went into a localizer failure that would not resolve with reboot. The rep replaced the flat emitter, breakout box, and em controller. After replacement, the system functioned as intended. Product 9733752 has been received by medtronic, but has not been analyzed. Product 9735824 has been received by medtronic, but has not been analyzed. Product 9735825 has been received by medtronic, but has not been analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the site was having intermittent tracking of their registration probe and patient tracker. They would be tracing, then they would both go red and the system would be unable to track them. The issue was resolved with a system reboot. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. The site said their setup was the same that they always have. The site told the local representative (cs) that this had also occurred a few weeks ago with the same surgeon. The system with flat panel displaying localizer failed while the cs was troubleshooting. The cs swapped the flat panel emitter and break out box from this system to a second navigation system. After that, the second system also showed localizer faulted and the break out box would not show any lights when an instrument was connected. The issue continued even after swapping back to the original flat panel emitter and break out box of the second system. The cs stated the break out box was a little difficult to plug into the premium system, but did connect fully. Additional information was received. It was reported that the first system displayed "localizer faulted" after swapping out the flat emitter and breakout box.  Both systems eventually displayed "localizer faulted" even if nothing was plugged into the systems.

Manufacturer narrative:
The break out box, em controller, and flat panel emitter were returned to the manufacturer for analysis. Flat emitter was tested and found to track tools and probes as expected. Controller was tested on test bench and would display a fault in lat. When attempted to connect with emtest, the computer couldn't establish a connection to the controller. Em interface was tested for about 70 hours while actively tracking probes and reference frame. Through entirety of testing, green status was observed. The hardware investigation found that the reported event was related to a hardware issue. (B)(4). If information is provided in the future, a supplemental report will be issued.